Event description:
On 05-jun-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 37 year old female patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method : date: collected: tested: result : sample: I-stat (B)(6) 2023 ni 14:13 34.6 iu/l heparinized syringe I-stat (B)(6) 2023 ni 17:50 10.6 iu/l heparinized syringe laboratory (B)(6) 2023 12:10 15:13 < 2.0 iu/l serum I-stat positive cut-off values: b-hcg = 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg = 25.0 iu/l positive there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4); apoc labeling was evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 20-jun-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure) for undetected errors (udts) but failed for suppressed results. No deficiency has been identified for b-hcg cartridge lots a23035 or m23090.